Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient was hospitalized for multiple serious medical conditions, including dka, sepsis, congestive heart failure, and a lung infection. The patient reported experiencing significant fluid retention, stating she gained approximately 30 pounds of fluid and was unable to move her feet. The patient went to sleep with her cgm showing a normal reading (exact value not recalled). The patient was later found unresponsive by her husband, who contacted 911 without checking her cgm or a fingerstick glucose reading. The patient was transported to the hospital, where she received treatment including antibiotics, diuretics, IV fluids, and other supportive care. She stated she was unconscious for approximately two days and did not recall ems treatments or glucose measurements at the time of transport. During the hospitalization, the patient reported that fingerstick glucose readings were around 150 mg/dl and were monitored multiple times daily. The patient noted that while dka was part of the diagnosis, providers were primarily focused on managing her cardiac, pulmonary, and infectious conditions. The patient was discharged on (B)(6) and stated she was feeling better at that time. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code problem code: e0611 heart failure/congestive heart failure/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.